Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited high capture thresholds. X-rays confirmed no dislodgement occurred. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 for unexpected medical intervention did not occur.